Manufacturer narrative:
Patient date of birth and weight are not available for reporting. (B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgical procedure in the passage of two guides, they were folded and device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, two (2) guide wires broke during the surgery. They were folded and split. One broken off piece could be removed and one broken off piece was left in the patient. The surgeon decided to leave it inside the body of c2, it is in the middle of the body. They checked with the image intensifier the length that remains inside the patient and it did not migrate. The surgeon ordered images of control in post-operatively. The surgery was prolonged about 30 minutes. No information about patient condition and outcome was available. This report is for one (1) guide wire. This is report 2 of 2 for (B)(4).